Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation (orif) surgery for the navicular bone fracture. During the drilling, the surgeon used the drill bit through the guide wire and felt resistance, but surgeon continued to drill, and the guide wire broke. Surgeon checked the drill bit and found that the tip of the drill bit was broken. Surgeon confirmed by the image intensifier that the fragments of the guide wire and drill bit remained in the bone. The surgery was completed successfully within thirty (30) minutes delay with the fragments remained in the bone. No further information is available. Concomitant devices reported: drill bit ø2/1.15 cann l150/48 3flute (part # 310.221, lot # f-28601, quantity 1). This report is for one (1) 1.1mm non-threaded guide wire 150mm. This is report 1 of 2 for (B)(4).